Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader did not turn on with button, strip, or usb cable insertion and when connected to pc and masterm, reader was not recognized. During phase 2 investigation, reader was de-cased and visual inspection was performed. Liquid contamination was observed. Issue is not confirmed to use. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Caregiver reported being unable to test due to the reader not powering on with button press or test strip insertion and as a result, customer experienced symptoms described as dizziness and vomiting. Customer was unable to self-treat and had contact with a healthcare professional, who diagnosed the customer with hyperglycemia and treated with an insulin injection. There was no report of death or permanent impairment associated with this event.